Manufacturer narrative:
Additional information were reported aug 27st 2017 regarding ref and lot number of the related device, and information on the age and sex of the patient. Product was not received to ldr medical and sent to an external laboratory. The review of the device history records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained as result of product evaluation that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
Original 2-level surgery to implant mobi-c at c5-6 and fusion in c4-5, initial surgery date was not communicated and surgery was not performed by the same surgeon who revised patient. Revision surgery to remove prosthesis performed on (B)(6) 2017 due to patient neck pain in c5-6 of unknown origin, requiring c3-c6 fusion.

Event description:
Mobi-c p&f us revision.